Event description:
The customer reported condition of fail code 811.23 is a service issue. No user injury was assoicated with this report and no injury or medical intervention has been associated with a similar type report in the past 24 months. This issue is only known to occur when the pump is stopped. For these reasons, this issue does not meet complaint critiera.